Event description:
It was determined that a pump experienced door not fully latched messages. It was reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to constant "door not fully latched" messages. This was caused by a loose link screw(upper). The screw was adjusted during eval with the door performing as expected. The screws were replaced.